Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Unable to test for any alarms or the operating currents due to the blank display. No moisture damage was noted on the motor.

Event description:
The customer called to report that the insulin pump alarmed off no power without getting a low battery alarm. Troubleshooting was performed and the problem continued. The reported blood glucose reading was 430 mg/dl. Nothing further was reported.